Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the filter and the resultant symptoms. Per the implant records, the patient had a history of recurrent deep vein thrombosis (dvt), was scheduled to have an additional knee surgery and was not a good candidate for continued anticoagulation. The right common femoral vein was accessed, and an inferior venacavogram was performed in order to determine patency of the inferior vena cava (ivc) prior to filter placement, and to determine the entry point of the renal veins to allow for optimal filter positioning. The filter was deployed in the infrarenal ivc. The patient tolerated the procedure well with no evidence of immediate complication. According to the information received in the patient profile form, the patient became aware of the reported events approximately ten years and six months post implant. The patient reports perforation of filter strut(s) outside the ivc. The patient further experienced depression, stress and anxiety related to the filter. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or images for review the reported event(s) could not be confirmed. Anxiety and associated symptoms of anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, physical and emotional damages from perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records, the patient had a history of recurrent deep vein thrombosis (dvt), was scheduled to have an additional knee surgery and was not a good candidate for continued anticoagulation. The right common femoral vein was accessed, and an inferior venacavogram was performed in order to determine patency of the inferior vena cava (ivc) prior to filter placement, and to determine the entry point of the renal veins to allow for optimal filter positioning. The filter was deployed in the infrarenal ivc. The patient tolerated the procedure well with no evidence of immediate complication. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years and six months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient further experienced depression, stress and anxiety related to the filter.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to perforation of the filter and the resultant symptoms. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages from perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.